Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after being without insulin since the prior morning due to reported sensor connectivity issues, with a last known glucose of 530 and subsequent display of three dashes before readings resumed and declined to 398. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included transient interruption of automated insulin delivery until sensor data resumed, followed by continuation of therapy. Investigation included case review, troubleshooting, and user education regarding sensor connectivity and system behavior when glucose data are unavailable. Investigation of this case revealed that the device did not deliver insulin while glucose data were absent, and function resumed once sensor readings returned; a definitive root cause for the sensor reading loss was not established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.